Event description:
During a laparoscopic cholecystectomy procedure, the clip didn't reload properly into the jaws of the instrument. The surgeon fired the clip outside the pt and the cilp scissored. The same thing happened with the 2 following clips and then the instrument jammed. Another like device was used to complete the procedure. There was no pt consequence.